Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding an (B)(6) female patient who was receiving gablofen 2000mcg/ml at 150 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On an unknown date, the patient experienced increased spasticity. The nurse tried to access the side port and could not aspirate the catheter. The patient was taken to surgery, and during surgery, the physician realized the catheter was kinked in the back. There was a very sharp bend just below the collet connector. The physician cut out the kinked portion and added a new collet connector. The issue then resolved. The cause of the kink was not determined. The patient's status was reported as alive no injury. If additional information becomes available, a follow-up report will be submitted.